Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: catheter; ubd: 11-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving 29mg/ml of dilaudid at 5.6mg/day via an implantable pump. The indication for use was not provided. It was reported the patient's pump had flipped and the healthcare provider was unable to refill the device. Per the physician, the patient's posture may have caused the pump to flip. It was unknown if any diagnostics/troubleshooting were performed. The pump was replaced on (B)(6) 2020 and a smaller 20 ml pump was placed in the patient's back. The explanted device was discarded by the healthcare provider. It was also noted during the procedure that the catheter broke when the surgeon was pulling the catheter back through the patient toward the spine. The rep reported there were no complications reported with the catheter during normal use. It was unknown what caused the catheter to break during the procedure. It was also unknown if there were any diagnostics/troubleshooting performed. The catheter was replaced along with the pump and the explanted product was discarded by the healthcare provider. It was noted the issue was resolved at the time of the report, (B)(6) 2020. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.